Event description:
The facility reported an infusion pump with failure code 810:11. The event was reported to have occurred prior to use. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
The customer reported condition of failure code 810:11 was confirmed. The customer reported condition was attributed to an out-of-calibration air-in-line printed circuit board (ail pcb). The ail pcb could not be recalibrated. The ail pcb was replaced to fix the reported problem and the pump was retuned to the customer fully operational. The issue is being investigated under CAPA.